Event description:
Per the edwards lifesciences field clinical specialist (fcs) report, during a transapical tavr procedure the 26mm sapien valve position was canted (30:70 ventricular on the left cusp and 10:90 ventricular on the right cusp) and had severe central aortic insufficiency (cai). The fluoro revealed that the native left coronary cusp leaflet was overhanging the sapien valve. Pre-deployment the valve position was thought to be 50:50. The coplanar positioning with fluoro was good. A 2nd 26mm sapien valve was positioned 5mm more aortic when compared to the 1st sapien valve. The 2nd valve deployed position appeared to be 80:20 aortic. There was no central/pvl noted on echo. The patient left the cath lab in stable condition. Per report, the probable reason of both valves misaligning was related to the patient¿s pre-existing mitral ring. Per report: the patient¿s aortic annulus diameter measured 23mm per tee. The sinotubular junction diameter measured 28mm and the sinus of valsalva diameter measured 34mm. The degree of calcification was considered moderate for the aortic valve leaflets, and mild for the aortic root and mitral valve. The left ventricular ejection fraction was 55%. There were no issues with the pacing capture and the patient¿s ventilation was held during deployment. The imaging intensifier angle and the coaxial alignment of the delivery system with the aortic annulus were reported to be good.

Manufacturer narrative:
Per the instructions for use (IFU), ventricular malposition with central regurgitation is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. Edwards lifesciences created a technical summary to document the results of testing performed by edwards to study low sapien thv deployment with resulting aortic regurgitation. This clinical event was investigated by examining clinical imaging video which led to an identification of native leaflet overhang over the thv implant. This condition was simulated on the bench to examine the variables that would prevent one or more leaflets from closing during diastole. Based on the analysis of the video and subsequent in vitro testing, it is evident that low placement can lead to native leaflet overhang. However, the overhanging leaflet must be fairly mobile (not heavily calcified) and the position of the overhang relative to the leaflet and commissures may also be important in causing regurgitation. This may explain why low placement can occur without regurgitation. In this case, the cause of the canted ventricular position of the 1st valve with subsequent cai cannot be confirmed; however, it was reported that the probable the reason of both valves misaligning was related to the patient¿s pre-existing mitral ring. It is possible that other patient (moderate native aortic valve calcification) and procedural factors also contributed events. There is no allegation or indication of device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review.